Event description:
The report indicated that the tip of the sv-5 guidewire became unwound after the physician attempted to access a very calcified lesion located in the right superficial femoral artery. The guidewire was advanced through the guidecatheter, to the lesion. When the physician attempted to cross the lesion, the wire became caught in the calcified blockage. When pulling the wire back, the tip of the wire started to stretch and unwind. The physician was able to retrieve the wire, in its entirety. Another wire was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.